Event description:
It was reported that the pt's implanted neurostimulator was removed due to the leads "slipping" out of position. No further details, pt symptoms or outcome were provided. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).